Event description:
This is filed to report single leaflet device attachment, tissue damage and worsening mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A small valve was present with a short posterior leaflet. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, echocardiography showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was suspected that tissue damage occurred on the posterior leaflet. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was deployed on the mitral valve, successfully stabilizing the slda. Mr was reduced to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomical condition/operational context. The reported mitral regurgitation (mr) and tissue injury were an outcome of slda. The reported medical intervention and hospitalization appears to be due to case specific circumstance as the patient remained in hospital and one additional clip was implanted to stabilize the slda clip and reduce the mr to grade 2. The reported patient effects of mr and tissue injury are listed in the mitraclip g4 system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.